Event description:
It was reported the pt was experiencing a persistent painful burning sensation at the ipg site only with the stimulation in use. There was no burning or heating with recharging, and the pain started as soon as the stimulation was turned on. Amplitude increases were causing increased pain. The pt met with the sjm representative and diagnostic testing indicated the impedances were within normal limits. The pt continued to experience the issue after the appointment. The physician planned to see the pt at a future date and did not want to pursue surgical intervention at the time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.